Event description:
It was reported that the lead exhibited an episode of noise. The cause of noise was unknown. The patient was not symptomatic due to the event. No intervention was performed. The patient was stable and would continue to be monitored.